Manufacturer narrative:
It was reported that the end-user was performing a tilt function while in a c300 when the back canes broke allowing the end-user to fall backwards out of the seating. Reports received are the end-user suffered minor injuries as a result to include abrasions to his arms and superficial bruising. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which over time, allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report that while end-user was using the tilt feature on the c300, the back canes broke which allowed the client to fall back out of the seating. Reports are client suffered minor injuries as a result of this incident.